Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the 135 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.) During post-dilation of a previously implanted smart 6 x 15 stent. The complaint product was replaced with a poweflexpro 6 x 2 bc to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was unknown and no target lesion characteristic information is available. A non-cordis sheath and non-cordis guidewire were used for the procedure. Additional information received indicated that there was no reported product issue with the smart 6 x 15 stent implanted. No additional target lesion/target lesion characteristic information was available. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.

Manufacturer narrative:
The report received indicated that the 135 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.) During post-dilation of a previously implanted smart 6 x 15 stent. The complaint product was replaced with a poweflexpro 6 x 2 bc to complete the procedure successfully. There was no reported patient injury. The target lesion was unknown and no target lesion characteristic information is available. A non-cordis sheath and non-cordis guidewire were used for the procedure. Additional information received indicated that there was no reported product issue with the smart 6 x 15 stent implanted. No additional target lesion/target lesion characteristic information was available. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.   The device was not returned for analysis. A device history record (DHR) review of lot 17084240 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.